Event description:
The facility representative reported a flo-gard infusion pump with a common failure. The event was reported to have occurred upon power up in biomedical service. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has identified a broken pumphead door as the reported condition. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a common failure was not confirmed or reproduced during service evaluation. However, the quality engineer has confirmed the condition as a broken pumphead door. The cause was determined to be a broken upper/lower hinge stop and door latch stop area. The pumphead door was replaced to resolve the problem. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.